Manufacturer narrative:
The investigation was completed, however, the device was not available to be returned from the facility. The initial (B)(4) report was filed in order to meet the 30 day requirement and was based solely on an preliminary assessment of the complaint. After further review of the reported complaint and internal documentation, it was determined that the chance that this complaint could cause or contribute to an event is very remote or very unlikely.

Event description:
It was reported that "the stopcock fell off the device with minimal force" on the catheter introducer sheath. This was discovered during the procedure when they went to flush the device. The procedure was completed successfully with minimal delay using another readily available device. There was no medical treatment or intervention required and no consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. Once the investigation has been completed, a supplemental report will be filed. Device not returned.

Event description:
It was reported that "the stopcock fell off the device with minimal force" on the catheter introducer sheath. This was discovered during the procedure when they went to flush the device. The procedure was completed successfully with minimal delay using another readily available device. There was no medical treatment or intervention required and no consequences associated with this event.